Event description:
Patient is male with a h/o (history of) icm (ischemic cardiomyopathy) + hfref (heart failure with reduced ejection fraction) (ef 10-15% 12/2023) s/p CABG (coronary artery bypass graft) (patent lima-lad [left internal mammary artery-left anterior descending artery], svg-om1 bypass conduits; occluded svg-pda conduit) and multiple pci (last ~2019 per patient) s/p hm3 lvad [date redacted] with c/c/b vt storm requiring rv protek, ICD in place c/b multiple episodes of symptomatic vt, af, ph, ckd3, iddm2, gout, and recent admission for candida fungemia on antifungals at home and for low flow alarms now presenting with low flow alarms x2 days associated with fatigue/loss of appetite. Started on milrinone and sildenafil last month, continuing home fluconazole for fungemia, however blood culture from still growing candida so transitioned to IV micafungin. Transferred to due to suspicion of lvad thrombus, workup so far c/f obstruction at lvad outflow however cause of this obstruction unclear (thrombus, infection, twisting). Lvad speed increased from 5600 to 6000 two days later. Angiogram (the next day) followed by tee at bedside since flow not seen through lvad w/ peak velocity through inflow cannula is 3.7 m/s but no evidence of obstruction or thrombus/mass in inflow cannula. No definite color flow seen with the outflow cannula which was best visualized in the aortic arch. Tpa x2 given w/ increased flow on lvad. Following day, pt began having ams (altered mental state) w/o other focal deficits, stat CT done with preliminary read of scattered subarachnoid hemorrhages. Pt became hypotensive on dobutamine, added on epi and then levophed. Iso increased respiratory distress, pt intubated by anesthesia and started on fent and prop. Called family to bedside and discussed pt case with family including high risk of mortality with procedures and extensive comorbidities. Pt wife (mpoa-medical power of attorney) and adult children at bedside discussed and made pt comfort care, want to spend time with him at bedside with everyone and would like palliative extubation after everyone has had a chance to spend time w/ pt. Comfort care orders placed.